Manufacturer narrative:
Testing and investigation confirmed that the device showed evidence of electrical sparking, charring and burning and the rear enclosure was burned near the ac connector. The device was opened and the power supply pwa was inspected, but no signs of damage were found. Evidence of fluid spillage was found inside the device, in the bottom of the enclosures. The probable cause could not be determined because the device was returned without the ac power cord.

Event description:
The customer contact reported a device that showed a spark at the back part and a start of fire while operating on ac power. The device was immediately unplugged and replaced with another device. The customer contact reported that the power cord and power system were involved. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a device that showed a spark at the back part and a start of fire while operating on ac power. The device was immediately unplugged and replaced with another device. The customer contact reported that the power cord and power system were involved. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Event description:
The customer contact reported a device that showed a spark at the back part and a start of fire while operating on ac power. The device was immediately unplugged and replaced with another device. The customer contact reported that the power cord and power system were involved. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided. Subsequent to the submission of the first supplemental medical device report (MDR), it was noted that the device was being used at the surgery service. This information was inadvertently omitted. Additionally, saline was being administered to the patient. This information was previously included in only the concomitant product section.